Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 500 mg/dl, 300 mg/dl, and 100s-range mg/dl (maybe 150 mg/dl). No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.